Event description:
It was reported that the valve did not flow correctly.

Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation testing. The conditions of the complaint could not be duplicated. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.